Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided they did not reprocess the device fully and only wiped externally prior to the device being picked up. They also confirmed they are trained on recommended cds steps and does follow the steps. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, the cracked plastic distal end cover (c-cover) occurred due to physical stress that was applied while the user was handling the device. The event can be detected by following the instructions for use (IFU) sections: -inspection of the instrument channel and forceps elevator -inspection of the endoscope the event can be detected and prevented by following the IFU which state: ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated. In addition to the plastic distal end cover had a crack, and the biopsy channel was clogged with foreign objects findings, the additional evaluation findings are as follows: due to damage on the charged coupled device unit, the image had black dots, adhesive on bending section cover was detached, connecting tube had a wrinkle, connecting tube had coating peeling, due to wear of angle wire, the play of right and left knob was out of the standard value, due to wear of angle wire, bending angle in left direction did not meet the standard value, suction connector had a stain, universal cord had a scratch, grip had a scratch, suction cover had a scratch, switch box had a scratch, and forceps channel port had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis exera ii duodenovideoscope device based on an unspecified allegation. There were no reports of patient harm. During evaluation of the returned device, it was found that the plastic distal end cover had a crack, and the biopsy channel was clogged with foreign objects due to which forceps could not be inserted and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.